Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was not returned for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke and its associated complications are known and anticipated obstacles to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Post stenting of a right vertebral artery stenosis the patient had major ipsilateral ischemic stroke. The patient was treated with medical therapy and the stroke resolved with right hemiplegia.

Event description:
Post stenting of a right vertebral artery stenosis, the patient had major ipsilateral ischemic stroke. The patient was treated with medical therapy and the stroke resolved with right hemiplegia.